Manufacturer narrative:
The impella device has not been returned for evaluation. A follow up will be submitted upon completion of the investigation.

Event description:
The user facility reported an impella cp in a 72yo male patient for mechanical circulatory support. It was reported that the pump accessed limb, the right, became mottled. Pulses were found by doppler. Additionally the patient had signs of hemolysis with red/amber urine and hemolyzed labs. The team did repositioning and began continuous renal replacement therapy (crrt).

Manufacturer narrative:
The investigation into the hemolysis and the limb ischemia ¿ reversible issues has been completed since the original report was filed. The device was not returned for investigation. The root cause of hemolysis and the limb ischemia was not determined as the necessary clinical information was not provided and the device was not returned.